Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal deliveries. Blood glucose ranged between 300-400 mg/dl. A new cartridge was loaded resolving the issue. Reportedly, the customer did not have back up therapy available and declined a follow up to verify that back up therapy was obtained.